Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 73-year-old white male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The us complainant had placed the cp via a 14fr sheath to support a hrpci (high risk percutaneous coronary intervention ) patient via single access. The long 14fr sheath had kinked in insertion, and the team performed angioplasty prior to placement of the short sheath. No harm or injury to the patient.

Manufacturer narrative:
The investigation into introducer damage ¿ mechanical has been completed. The impella device was not returned for evaluation. Based on clinical details provided, the root cause of the introducer damage was determined to most likely be patient condition. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-05753. D4 model number. D6a and d6b revised from the initial submission in accordance with updated procedures. F6/f8-should have been left blank. G1 reporting contact email. G1 reporting contact fax number missing.